Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, search for similar complaints, a review of tracking and trending data, a review of sensitivity performance, and product labeling. Ticket searches determined that there is an elevated complaint activity for the likely causative agent lots. The tracking and trending report review determined that there are no related adverse trends. No non--conformances or deviations were identified. Retained kits of architect anti-hcv reagent lot numbers 94357li00 and 94655li00, were calibrated and the calibrations met instrument specifications. All control values met control specifications. A review of the data showed that sensitivity performance is not adversely affected. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. This event is also being reported in manufacturer report 3002809144-2019-00041, for a second suspect medical device (list 06c37-27, lot 94655li00).

Event description:
The customer reported (B)(6) anti-hcv results of (B)(6) (sid (B)(6)), when processing on the architect i2000sr. The initial result was (B)(6) and another repeat was (B)(6). No impact to patient management was reported.